Event description:
Provider states two days after they installed the new right motor, the screws backed out and the motor started leaking oil. Provider states no property damage. No additional information provided.